Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy, and raw rash on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician prescribed, triamcinolone acetonide. Follow up indicated that the cream is helping with the skin irritation.